Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00123. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips, remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the display is dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that their display was dim. The rse informed the customer that the unit must have software 2.10 or higher when installed and provided the customer with the parts ID for the user interface (ui) assembly to resolve the dim display. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.